Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out-of-range (oor) pacing lead impedance greater than 2,000 ohms along with lead fracture and loss of capture (loc). The patient presented to emergency room (ER) for unrelated issue. Chest x-ray was performed and it confirmed that the lv lead was fractured. Additional information indicates that there were no clinical observations that resulted in asystole for the patient. Moreover, there was no conclusive evidence to suggest a specific cause in relation to lead fracture. Chest x-ray showed that the fracture had occurred in the area of the pocket and not in the area indicative of subclavian crush. The patient was discharged in the hospital and was instructed to follow-up with a cardiologist to determine the course of action for the lead. This lv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure. The lead was surgically abandoned and replaced. There were no adverse patient effects reported.